Manufacturer narrative:
January 13, 2011. The analysis on this device is pending. April 11, 2011. (B)(4).

Manufacturer narrative:
January 13, 2011. The analysis on this device is pending.

Event description:
During the implantation procedure while trying to move the lead to a better location, it was reported that the helix would not fixate. The first attempt to fixate worked until it was relocated then the helix would not come out.

Event description:
During the implantation procedure while trying to move the lead to a better location, it was reported that the helix would not fixate. The first attempt to fixate worked until it was relocated then the helix would not come out.